Event description:
According to the article "late embolization to the aortic arch of an amplatzer device used to occlude a baffle leak", the following adverse event(s) occurred: a (B) (6) man who underwent a mustard procedure during infancy for transposition of the great arteries was found to have a significant inferior vena caval pathway baffle leak. This baffle leak was closed percutaneously with a 20mm amplatzer septal occluder (aso). The procedure was successful, with complete occlusion of the leak. At a subsequent follow-up visit, the aso was found to have migrated on transthoracic echocardiogram. Investigations that included chest skiagram and cardiac catheterization revealed embolization of the aso to the aortic arch. Attempts at percutaneous removal of the aso were unsuccessful, and the patient was referred for surgical removal of the embolized aso. Intraoperatively, the aso was found wedged under the origins of the innominate and left carotid arteries. It was partly endothelialized and firmly adherent to the aortic wall. The inferior vena caval baffle leak was also closed during the surgical procedure, and the patient had an uncomplicated postoperative recovery. Please note that the amplatzer septal occluder is intended to close atrial septal defects.